Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a sudden loss of stimulation. A fall was reported as well and following the fall the patient had hurt their hip and developed a hematoma "about the size of half a grape fruit" above their implant. The caller was wondering if this was why the patient did not feel anything. The caller reported that the patient went to urgency care and an x-ray was done but "they said it was fine." The patient had gone to their healthcare provider's (hcp) office because the ins was not working and confirmed that the ins had stopped working shortly after the fall. While at the hcp office the manufacturer representative discovered that the patient's stimulation was turned off and after turning stimulation back on it worked for about two weeks and then "it totally quit." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.